Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion code) and h11 (additional MFR. Narrative). This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker recently exhibited atrial over-sensing, which resulted in pacing inhibition and a decreased pacing rate in this pacemaker-dependent patient. The physician reprogrammed the device sensitivity and performed exercise testing, which revealed appropriate atrial sensing. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recently exhibited atrial over-sensing, which resulted in pacing inhibition and a decreased pacing rate in this pacemaker-dependent patient. The physician reprogrammed the device sensitivity and performed exercise testing, which revealed appropriate atrial sensing. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.